Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the change site reminder was declaring every 2 days instead of the 3 days that the setting was set to. Multiple attempts were made to follow up with the customer. No response from the customer was received. There was no reported impact to customer's blood glucose level.